Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to detect the installed batteries. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted. The batteries were replaced; the device was recertified, and returned to the customer. No product was returned to zoll medical us. Analysis for reports of this type has not identified an increase in trend.